Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. A 2.25 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy xd mr ous 2.25 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were pulled proximally. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.